Event description:
Reported on (B)(6) 2011 f/u, the physician observed that a warning related to suspect abnormal right ventricular lead impedance measured on (B)(6) 2011 was displayed. Moreover, he observed that 7 vf episodes were detected by the device and recorded in the device memory. However, none of them triggered a therapy. The physician asked for an analysis of the reported event.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.